Event description:
The reporter contacted animas alleging that the up, down, and ok buttons were difficult to push and require several presses to activate desired pump functions. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. All keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.